Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient is with supraventricular tachycardia(svt) rate of 150-160 beats per minute, and the patient started on amiodarone, internal cardioversion gave adenosine and automatic implantable cardioverter-defibrillator used to cardiovert converted to normal sinus rhythm (nsr) 93 beats per minute. Issue resolved on (B)(6)2017. No further information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of cardiac arrhythmia could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas, serial number (B)(6), could not be conclusively established. The heartmate 3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h6: correction - ("blood loss" patient code was inadvertently added in the previous report). Method, results, and conclusions codes will be added to this report.